Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site when bumped. The patient underwent an explant procedure. The explanted devices were discarded by the medical facility and will not be returned.